Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025.

Event description:
It was reported that the patient experienced pocket pain while sitting as the implantable pulse generator (ipg) was poking a little due to weight loss. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively, and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient subsequently underwent an ipg replacement procedure in which a magnetic resonance imaging (MRI) compatible device was implanted. The patient was reported to be doing well postoperatively, and the explanted device was not returned. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced pocket pain while sitting as the implantable pulse generator (ipg) was poking a little due to weight loss. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively, and the explanted device was not returned.